Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6), male patient who was receiving morphine (dose and concentration unknown) via an implantable pump for non-malignant pain. In (B)(6) 2016, the patient saw code 8254 (low reservoir) on the personal therapy manager (ptm). The patient noted their healthcare provider (hcp) was retiring and would not talk to the patient. The patient was going to run out of oral medication on (B)(6) 2016. The soonest the patient could get into a new physician was (B)(6) 2016. The patient's refill date was (B)(6) 2016. The patient was not hearing the alarm. Additional information has been requested regarding if the patient found a new managing physician, symptoms, steps taken to resolve the event, and the event's outcome, but it was not available at the time of this report. If additional information becomes available, the event will be updated.